Event description:
Patient contacted dexcom technical support on (B)(6) 2012, to report that on (B)(6) 2012, around 7 am, he had suffered a hypoglycemic episode. Patient's wife found him having a seizure, treated him with glucagon and called paramedics. Paramedics came and simply monitored the patient. At the time of his call to dexcom technical support, patient was feeling better.